Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator exhibited back up vvi mode. After a software download, normal device function resumed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).